Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead was electrically abandoned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high thresholds and no capture. The lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.